Event description:
Boston scientific crm received information that this left ventricular (lv) lead exhibited impedances greater than 2000 ohms. The patient was brought into their clinic for evaluation. It was noted that they were unable to reproduce the out of range measurements in the clinic, and that it appeared to be isolated. The patient will continue to be monitored. The patient is not pacemaker dependant and had no adverse effects related to this. Technical services (ts) discussed the potential for this to be tied to the rv ring as that is common to both the rv and lv impedances based on this programmed configuration.

Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available the event will be updated.